Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly as the cylinders were undersized. A surgical procedure was performed to remove and replace all the components in the correct size. No patient complications were reported.